Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. However, the customer had already replaced and disposed of the control board and a flex cable before returning the device. The original parts are not available as part of this investigation. The customer indicated that the replacement parts resolved the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.